Event description:
Intl customer reported that a pt presented with a recurrent hernia approx one month following an initial hernia repair. The hernia repair was performed in a laparoscopic procedure using prolene suture to anchor the mesh. The pt requires surgical repair.

Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.